Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft component of the up button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. This source led to an always activated up button and unclearable e8 error messages. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the e8 error message, and a high power consumption.

Event description:
On (B)(6) 2013, it was reported that the patient was sleeping and when he woke up his infusion device was turned off. The patient replaced the battery and then the device displayed e8 (power interrupt). The patient stated that the menu button was no longer functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.